Event description:
It was reported that during a bph prostate procedure at 10,719 joules and 3:66 minutes of usage, the fiber laser beam was forward firing. The fiber was exchanged and the procedure completed. Patient or user outcome: "no adverse outcome for the patient¿ was reported.

Manufacturer narrative:
(B)(4).